Event description:
It was reported that the 3.5 x 15 mm xience prime stent delivery system (sds) did not advance over a clean balance middleweight (bmw) guide wire. The sds appeared to be stuck on the guide wire and then was unable to be removed from the guide wire. The stent delivery system snapped in two at the monorail segment. The bmw guide wire and the xience prime sds were removed together from the patient successfully. A new bmw guide wire and a non-abbott stent were used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The difficulty to advance/remove the sds from the guide wire and shaft separation was confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The bmw guide wire is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.